Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. The reporter stated that the keypad buttons felt "spongy" and were delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/15/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: all of the keypad buttons were found to be responsive. The keypad was removed and no contamination was observed. Unrelated to the event the display lens was found to be cracked around the edges and the "ok" button symbol was worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.